Event description:
It was reported a balloon ruptured during dilatation of an arteriovenous hemodialysis fistula graft procedure. The balloon detached in the pt and migrated to the subclavian vein. Retrieval of the detached balloon utilizing a snare was uneventful. The pt's condition is good. Attempts to get further details with regards to the circumstances of this event were unsuccessful. One balloon catheter and two separate pieces of balloon material were received, evaluated and retained by this MFR. The engineering evaluation revealed there was no balloon material present on the catheter shaft. Adhesive was located at the bond areas. The distal radiopaque marker had moved distally 6 mm on the catheter shaft. The proximal radiopaque marker was also present on the catheter shaft. The two pieces of balloon material, each approx 5 mm in length, could not be exactly measured as they were encrusted with dried foreign matter. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually required much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the extremity thin wall thickness fo the ultra-thin balloon. Ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... It is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."